Event description:
It was reported that an increased intra-peritoneal volume (iipv) event occured using a homechoice device. This occurred during the third drain cycle of peritoneal dialysis therapy. The reporter stated that the patient had a drain of 5400ml and a fill volume of 3000ml. This drain met criteria for increased intra-peritoneal volume (iipv). The patient had bypassed a fill and only drained half of this fill volume. This lead to the next drain being larger than normal. No patient injury or medical intervention was indicated in association with this report. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device is reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Correction: the sentence ?this occurred during the third drain cycle of peritoneal dialysis therapy.? Should read ?this occurred during the third drain cycle of peritoneal dialysis therapy.? The device was not available for evaluation. The device did not have a previous service history as it was shipped to the customer in new manufacture condition. A review of the device history revealed no issues that could have caused or contributed to the reported difficulty. Should additional relevant information become available, a supplemental report will be submitted.